Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient's family member that while the patient was eating ice cream, the patient experienced chest pain and "turned white." The patient was taken to the hospital and an x-ray revealed the lead had perforated the patient's heart. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.